Event description:
An endurant stent graft system was implanted and a reliant balloon catheter was used for the endovascular treatment of a 50mm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 26mm and 33mm in diameter at the aneurysm entry. The proximal neck length was 19mm. Proximal neck angulation was 10 degree. During the index procedure the final angiography identified a type ia endoleak. The physician noted that since the bifurcation was implanted right below the renal arteries no additional extensions could be added. In addition, the patient¿s proximal neck had poor condition; therefore, the small endoleak was expected. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).